Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence and dyspareunia. It was reported that patient underwent lap. Lysis of adhesions, lavh, rso, diagnostic cystoscopy on (B)(6) 2006 due to pelvic and abdominal adhesive disease. It was reported that patient underwent diagnostic laparoscopy with adhesiolysis on (B)(6) 2008 due to chronic pelvic pain. No additional information was provided. (B)(4).